Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet inserted and the helix retracted and clogged with blood/body fluids. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque to the inner coil, the helix could be extended and retracted, the helix extension length met specification. The reported event of helix mechanism issue was confirmed. The cause of the reported event was isolated to the helix being clogged with blood/body fluids and overtorqued inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant, the patient was unable to retract and extend the helix of the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was stable.